Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a saccular 4.3 cm thoracic aortic aneurysm. It was reported that the stent graft was implanted a lower then intended due to the patient's tight aortic arch and the patient's blood pressure was not reduced during the procedure. The physician implanted a second device covering the proximal area. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (user did not reduce blood pressure during procedure), (the patient's anatomy of a tight thoracic arch). Conclusion: (user did not reduce blood pressure during procedure), (the patient's anatomy of a tight thoracic arch).